Event description:
Customer called in to report the insulin pump alarmed for button error. Blood glucose reading was 156 mg/dl. Customer mentioned that the insulin pump was exposed to moisture in the form of sweat. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to prime device during prime test due to faulty force sensor. Device received with cracked case at display window corners and battery tube threads. Severly scratched display window noted.